Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was 243mg/dl at the time of incident. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer stated that there was no low battery alert prior to replace battery now alarm and this was the second occurrence. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test,  sleep current measurement, active current measurement, rewind test,  prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The formatted history file had unexpected power loss alarm due to connector resistance issues electronic board. After disconnecting and reconnecting the internal battery connector at electronic board. The unit was monitored and functioned properly. No unexpected low battery alarm or unexpected power error alarm noted during testing or in the formatted history file. Unit had scratched case, pillowing keypad overlay and keypad overlay texture damage.